Event description:
Imdrf codes must be updated.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide had a needle shielding failure. The following information was provided by the initial reporter: "hi, I was giving an injection yesterday and one of the needle safety failed. It was stuck and would not release to cover the needle. No one was injured and the needle was safely disposed of but I was wondering if I need to do a verge or contact anyone regarding this? There was no other needles in that box with that issue. Lot # 3198139".